Event description:
Reporter alleged obtaining a discrepant blood glucose result of 24 mg/dl back to back with a result of 81 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that she took her normal amount of insulin after obtaining the results and she ate lunch. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.